Event description:
It was reported via repair work order that the side rail could not remain latched and was stuck in the down position due to malfunctioned latch assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.